Manufacturer narrative:
The field service engineer adjusted the sample probe and the rinse head levels. He checked the gear pump pressure and the water flow. He performed precision testing, mechanism checks, and diagnostic checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3, ca2 calcium gen.2, and ise indirect gen.2 na and cl results for 3 patients tested on a cobas 6000 c (501) module. It was reported that the qc results were all within the acceptable range. On (B)(6) 2022, the initial results for patient 1 and patient 2 were reported outside the laboratory. It was reported the physician questioned the results, and the customer performed repeat testing with the samples. Patient 1's initial results were glucose 47 mg/dl and na 162 mmol/l. The patient's repeat results were glucose 104 mg/dl and na 141 mmol/l. Patient 2's initial glucose result was 28 mg/dl. The patient's repeat glucose result was 98 mg/dl. On (B)(6) 2022, the initial results for patient 3 were not reported outside the laboratory, and the customer performed repeat testing with the sample. Patient 3's initial results were chloride 112 mmol/l and calcium 4.8 mg/dl. The patient's repeat results were chloride 100 mmol/l and calcium 8.3 mg/dl. The na and chloride electrode lot numbers and expiration dates were requested but not provided. The glucose and calcium reagent lot numbers and expiration dates were requested but not provided.